Event description:
It was reported that during a lead pull, the leads were fractured and resulted in four contacts that remains in patients body. X-ray revealed that the leads were superficial. The patient is currently doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7220798.

Manufacturer narrative:
(B)(6) sn (B)(6) the returned trial lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The lead passed visual inspection test. Xray for registration passed successfully. Lead exhibits normal characteristics. (B)(6) sn (B)(6) the returned trial lead was analyzed and with all the available information, boston scientific concludes the allegation of lead damage was confirmed. Visual inspection revealed that the top four electrodes are separated from the distal end. Electrodes 1-4 were not returned. The cables are exposed at the damaged portion of the lead. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that during a lead pull, the leads were fractured and resulted in four contacts that remains in patients body. X-ray revealed that the leads were superficial. The patient is currently doing well.